Manufacturer narrative:
(B)(4). Medical product: ps tibial articular surface provisional right size 6-9 cd top: catalog#42527400510; lot#62794033. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2021-03592. A visual inspection of the returned item found it to exhibit signs of repeated use. It is fractured on the medial side of the post feature. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. A corrective action was previously initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp fractured on an unknown date. All pieces have been returned. There was no patient impact. It was reported that no further information is available.